Event description:
Customer stated that the front caster has broken off, they hit the sidewalk which was uneven .

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.